Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a total hip arthroplasty procedure for osteo arthritis on (B)(6) 2018, it was noticed that the medullary cavity was thinner than expected. Due to this discovery, a reaming procedure became suddenly necessary using synream system. The hospital staff had been previously instructed on how to the use the synream system, including the instruction to "never ream without using a reaming rod." However, the surgeon proceeded with the reaming without using a reaming rod which resulted to the detachment of the reaming head from the shaft. The reaming head remained inside the medullary cavity and could not be removed, thus the surgeon decided to leave it. A surgical delay of 30 minutes was reported. No additional treatment or operation was scheduled. Patient status is unknown. Concomitant device: flexible shaft (part: unknown, lot: unknown, quantity: 1). This report is for a 10.5mm medullary reamer head. This is report 1 of 1 for (B)(4).

Event description:
It was noted that a reaming rod was available during the procedure. There is no plan to remove the remaining reaming head from the patient¿s medullary cavity.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.